Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. Additional follow-up is being conducted to determine more information on the system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep reported that navigation was inaccurate, they had traced with a good metric and had green in the 2d, but were off by about 4 mm. The surgical team retraced with the same result so the surgery proceeded accounting for the inaccuracy. The delay in surgery was less than one hour and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the issue was caused by the site tracing off the scan. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.